Manufacturer narrative:
Follow up submission was needed to correct date of the initial report submitted. The date of the report was november 29th not november 4th.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported pen needle clog when trying to take her injection. Stated, no insulin will flow. Stated, she does not test her pen needles before taking injections. The consumer tried to prime 3 pen needles when she was on the phone with me using 2 units for each. No insulin came out. (B)(6) 2024-3 pen needles affected. Consumer stated, so far every pen needles she has tried to use from this box has failed to release insulin. Stated, her blood sugar is normally between 120-140 but now the numbers are higher because she has not been getting her insulin. Stated, 400 was the highest she has seen. Stated, she went to her endocrinologist on (B)(6) 2024. Stated, she now has to see the endocrinologist every 2 weeks because of her blood sugar spikes. Before she saw the doctor, every 6 weeks. Stated, this is the only box she has had an issue with. Stated, the doctor is switching her to the bd mini pen needles. Lot: 3248263, catalog: 320550, date of event: 2024-04-11, (3 pen needles affected), samples: yes cl.